Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. Troubleshooting was performed, and the drive support cap was sticking out. The blood glucose reading was 171mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. Cracked case on lcd display window corners noted.